Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the thresholds were high even with multiple repositions, leading to the decision to switch to a transvenous implantable pulse generator (tvipg). At this point, no pericardial effusion was observed on echocardiography. The ventricular lead for the tvipg was placed with a catheter, and the threshold was measured at several locations in unipolar configuration. However, no suitable location was found, and even when measurements were taken in a slightly apical position, the threshold remained unsatisfactory. A catheter change to another model was proposed, and an attempt was made to remove the catheter and lead from the body to perform the exchange. At this point, abnormal respiratory sounds were noted, and despite verbal prompting, no response was observed. While the carotid artery was palpable, blood pressure could not be measured using the monitor available. Echocardiography was performed, confirming the occurrence of cardiac tamponade. It is believed that the catheter and the lead perforated from the junction of the lower wall. Pericardial drainage was performed, extracting approximately two hundred and fifty cc of blood, after which blood pressure and consciousness were restored. The procedure itself was terminated and the patient's condition stabilized and they were under observation in the intensive care unit (ICU). The leadless ipg system and right ventricular (rv) lead and catheter were attempted/not used. No further patient complications have been reported as a result of this event.